Event description:
The dentist reported an abutment screw fracture. Both screw and fractured fragment were removed. The implant remains in patients mouth.

Manufacturer narrative:
Visual inspection of the returned product revealed the screw was completely severed into two pieces at the first thread. Its shank was mostly covered with debris. The threads had minor debris and slight wear marks. The hex drive looked to be in functional condition and the face of the hex drive looked worn. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.